Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose over 500 mg/dl. The customer's mother reported that they received no delivery alarm. The customer's blood glucose was 235 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer's mother performed high pressure test and the insulin pump passed. The customer's mother also mentioned that the dome label was missing. The insulin pump was returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm during testing noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.